Event description:
Pt with fcd (functional cognitive disorder/focal cortical dysplasia- a sort of memory loss) had leakage around device. Patient turned on side to clean up. Irrigation port of fcd found disconnected lying next to the device.